Event description:
Homepatient reported feeling a "shock" when turning on her homechoice cycler for automated peritoneal dialysis therapy. According to homepatient, when she touched the homechoice cycler, her finger trembled all the way up to her palm. Homepatient states she was touching a lamp in her room at the same time she turned on the homechoice cycler, and feels incident may be attributable to either the homechoice cycler or the lamp. Homepatient states there was no patient injury or medical intervention. Follow up with healthcare professional reveals there was no report of any patient injury from the homepatient.